Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report dehydration and cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient stated they were feeling sluggish and went to the hospital. Patient was told they were dehydrated and was put on an IV and administered insulin. At the time of contact with dexcom technical support patient was doing okay.

Manufacturer narrative:
(B)(4).